Event description:
New information received notes that rv lead noise oversensing caused a trigger pacing event. Programming changes were made previously to reduce the pacing inhibition caused by noise oversensing. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness from loss of pacing output due to noise oversensing on the rv lead. Decrease in r-wave sensing was also noted. The patient will be scheduled for lead replacement. The patient was discharged.